Event description:
This case was reported via regulatory authority (B)(4) on 03-mar-2017. This spontaneous case was reported by a physician and describes the occurrence of device deployment issue ("failure of retraction of catheter during the release phase. It was necessary to cut part of the catheter and to remove the other part with forceps") in a female patient who had essure (batch no. 20227412) inserted. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device deployment issue. At the time of the report, the device deployment issue had resolved. The reporter provided no causality assessment for device deployment issue with essure. The reporter commented: placement of one essure insert in the right tubal ostium in accordance with procedure recommended. Failure of retraction of catheter during the release phase. It was necessary to cut part of the catheter and to remove the other part with forceps. All of the catheter was removed. Conservatory measures: post-operative appointment for abdominal plain film and hysterography before stopping contraception. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure there was a failure of retraction of catheter during the release phase. It was necessary to cut part of the catheter and to remove the other part with forceps. This event, interpreted as device deployment issue, is anticipated in the reference safety information for essure. In the present case the event occurred during essure insertion procedure, therefore causality with essure cannot be excluded. Although there was no reported death or serious health deterioration, this might have occurred under less fortunate circumstances and therefore case was regarded as a reportable incident. A product technical analysis and further information are expected.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This case was reported via regulatory authority (B)(6) health authority in (B)(6) (reference number: (B)(4)) on 03-mar-2017. This spontaneous case was reported by a physician and describes the occurrence of device deployment issue ("failure of retraction of catheter during the release phase. It was necessary to cut part of the catheter and to remove the other part with forceps") and device breakage ("implant - breakage - removal during procedure") in a female patient who had essure (batch no. 20227412) inserted. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device deployment issue and device breakage. At the time of the report, the device deployment issue had resolved and the device breakage outcome was unknown. The reporter provided no causality assessment for device breakage and device deployment issue with essure. The reporter commented: placement of one essure insert in the right tubal ostium in accordance with procedure recommended. Failure of retraction of catheter during the release phase. It was necessary to cut part of the catheter and to remove the other part with forceps. All of the catheter was removed. Conservatory measures: post-operative appointment for abdominal plain film and hysterography before stopping contraception. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 23-oct-2017 for the following meddra pts: device deployment issue: (B)(4) cases (excluding this case). Device breakage: (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.